Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to left cylinder rupture. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and functionally tested for leaks. No leaks were identified in pump. The pump kink resistant tubing (krt) fatigue to filament. Krt was trimmed with window quick connector (wqc). The pump was functionally tested and performed within specification. One cylinder had a hole from avulsion in the middle of the cylinder, and leak was identified. Degraded and broken fabric threads were identified in the cylinder. Second cylinder had wear at fold in the middle of the cylinder body, and no leaks were identified. Product analysis confirmed the reported allegation as a hole and leaks were identified in one cylinder. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to left cylinder rupture. No further patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to left cylinder rupture. No further patient complications were reported.